Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA#: 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Device evaluation summary: visual inspection shows the peel pouch of 3 unopened devices are labeled as 77418, 18 fr cannula. The devices inside the peel pouch are labeled as 77422, 22 fr. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a eopa arterial cannulae, it was reported that the customer opened a new box of 77422 cannula (lot number: 2023020934) and it contained 17 packets labelled 77422 cannula and 3 packets labelled 77418 cannula. However, the 3 packets labelled as 18fr actually contained 22fr cannulae. The device was replaced. There was no patient involvement, so no adverse effect occurred. Additionally, there were no damage to the internal or external boxes. All cannulae packets were sealed inside.